Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient had been admitted and was assigned to the designated area, but there was a certain medication that the nurse was unable to dispense. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that one patient was missing. A technical support specialist (tss) checked and found that the patient was available on the station. The customer reported that the nurse could not pull rosuvastatin and lovenox, as each nurse had access only to assigned patients for the day, and the pyxis error showed ¿med on hold.¿ the tss attempted to contact the customer to request more information regarding the issue. But no response was received. The technical support specialist closed the case.